Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. One clip was implanted, reducing mr to a grade of 1-2. The following day, echocardiography showed the implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda).

Manufacturer narrative:
H6. Code 2507 was removed and code 2993 was added, based on additional information received. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported recurrent tr was a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information: initially it was reported that the implanted clip experienced an slda. Additional information stated that the clip did not experience an slda. Only a tear on the septal leaflet